Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 20198605.

Event description:
It was reported that the patient was experiencing discomfort and inadequate stimulation. All device components were explanted and will not be returned. No device malfunction was suspected and the patient was doing well postoperatively.